Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that after initial pacemaker (pm) implant, the patient developed a hematoma which lead to pocket erosion and infection. The physician explanted the patient's pacemaker system. The patient was stable throughout the procedure.